Event description:
Dental implant failure; insertion tool broken.

Manufacturer narrative:
During implantation procedure, dental implant isps1035 failed to be positioned to to fracture of insertion tool tip inside de implant (rs9029 lot 7650605). Despite that no further patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21 cfr part 803. Manufacturer's trend analysis show that dental implant failure is a low-rate adverse event.